Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure of the basilic/brachial vein junction, the endovascular stent graft failed to deploy because the marker bands became stuck on the delivery system and were barely sticking through (approximately 1 mm out of the delivery system). There was neither any reported difficulty in advancing the delivery system to the target lesion nor in retracting it from the patient. Reportedly, angioplasty was performed instead for successful completion of the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned delivery system, the reported deployment failure could be confirmed. The stent graft was found to be loaded in the system upon sample receipt. The distal outer sheath of the delivery system was found to be perforated by a stent graft strut which made the successful deployment of the stent graft impossible. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with a difficult vessel anatomy or challenging stent placement site leading to increased friction and subsequent damage to the outer sheath. Not using an introducer sheath may be another contributing factor to a damage to the tip of the delivery system and subsequent perforation. As reported, no introducer sheath was used during the procedure. Insufficient flushing of the device prior to use may be another contributing factor to increased friction and subsequent device damage. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Furthermore, the IFU indicates that an introducer sheath of appropriate inner diameter is required for the procedure and that the device must be flushed with sterile saline. In addition, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion."

Event description:
It was reported that during a stenting procedure of the basilic/brachial vein junction, the endovascular stent graft failed to deploy because the marker bands became stuck on the delivery system and were barely sticking through (approximately 1 mm out of the delivery system). There was neither any reported difficulty in advancing the delivery system to the target lesion nor in retracting it from the patient. Reportedly, angioplasty was performed instead for successful completion of the procedure. There was no reported patient injury.